Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with 550cc mentor memorygel breast implant and experienced bilateral breast implant rupture discovered during bilateral explantation and replacement with catalog number 3502501bc; serial number (B)(4) on the left side and with catalog number 3502501bc; serial number (B)(4) on the right side (B)(6) 2021. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the patient also experienced bilateral capsular contracture; baker grade unknown in addition to bilateral ruptures. Hence, health effect - clinical code capsular contracture has been added to field h6 on this form. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 17, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 550cc breast implant two creases/folds on the posterior view. Additionally, a tear was noted within the creases, measuring approximately 1.3 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusions to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: right rupture, and capsular contracture; baker grade unknown. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).